Event description:
Reported that nova statsensor hospital meter creatinine pt result was clinically significantly different than the result obtained from a venous sample from the same pt on the hospital laboratory analyzer (siemen advia). Patient: statsensor result: 0.97 mg/dl; lab result: 1.5 mg/dl. The hospital threshold for the allowance of the administration of contrast media is a result below 1.50 mg/dl. The pt was given contrast media based on the result from the meter. As of the date of this report, no adverse effects have been reported to the manufacturer.

Manufacturer narrative:
Evaluation summary: the internal investigation ((B)(4)) test results showed that returned test strips from the reporter and the manufacturer retains of the reporter creatinine test strip lot (lot # 4911265249) met the defined 510k clearance acceptance criteria for both whole blood and quality control testing. There were no obvious result discrepancies observed at any creatinine level in the investigation. In summary, the customer complaint could not be confirmed. That info was reported to the initial reporter.